Manufacturer narrative:
This report or other information submitted by (B)(6). Healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by (B)(6). Healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that caregiver had raised patient and was about to lower her into her chair when the lift stopped working and wouldn't lower. Caregiver tried redundant controls, handset, and emergency stop button. She lowered patient using the mechanical lowering device. Patient said she was not injured. Complaint #60137517 and ra#84093824 were entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.